Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded. Additionally, it was reported that the pump touch screen was unresponsive and the wake button was sticking. Customer's blood glucose was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.